Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The lcp-t-pl-3.5 r-angl shaft 6ho he 4ho l78 (p/n 241.161 lot 9737603) was received in two pieces. The plate was observed to be broken, with the transverse fracture occurring at the non locking hole of the 2nd combi-hole (screw hole 7). No other issues were identified with the returned components of the device. The following screw implants were returned as a concomitant device without an alleged complaint condition. P/n: 204.816 lot #: 1l16655. P/n: 212.106 lot #: 1l73095. P/n: 212.108 lot #: 1l93153. P/n: 212.108 lot #: l760914. P/n: 212.104 lot #: 2l67704. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the lcp-t-pl-3.5 r-angl shaft 6ho he 4ho l78 (p/n 241.161 lot 9737603) as the plate was observed to be broken into two pieces, with the transverse fracture occurring at the non locking hole of the 2nd combi-hole (screw hole 7). While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 241.161. Lot number: 9737603. Manufacturing site: raron. Release to warehouse date: 19. Nov. 2015. A review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent unknown revision surgery. Initially the plate and screws were implanted on (B)(6) 2019. The one (1) 3.5mm locking compression plate (lcp) t-plate was broken/ruptured. There were fragments generated from the broken device. The broken fragments were removed easily, to remove the fragments the surgeon scheduled a new surgery on (B)(6) 2019. There was no surgical delay. The procedure was completed without problems. The patient was stable. Concomitant device reported: cortex screw ( part# 204.816, lot# 1l16655, quantity 1); locking screws ( part# 212.106, lot# 1l73095, quantity 2); locking screw ( part# 212.108, lot# 1l93153, quantity 1); locking screw ( part# 212.108, lot# l760914, quantity 1); locking screws (part# 212.104, lot# 2l67704, quantity 2). This report captures the new implant that was placed on (B)(6) 2019 while related complaint (B)(4) captures the broken fragments that were removed on (B)(6) 2019 . This report is for one (1) 3.5mm lcp t-plate 4h head/6h shaft/78mm-right angle. This is report 1 of 1 for complaint (B)(4).